Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. On an unreported date, "the peritonitis caused poor peritoneal function" and dianeal therapy was discontinued. The patient was transferred to hemodialysis therapy. At the time of this report, the patient had recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. No additional information is available.